Event description:
It was reported, the native valve was replaced the first time because of endocarditis. The second valve replacement was also due to endocarditis. According to the surgeon, there was not a problem with the valve and he has no complaint regarding its performance.